Event description:
The customer reported that the system exhibited 'communication errors.' This error is likely to result in a system lock up or prevent the system from booting to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.